Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found the outer insulation was dented/pinched/compressed distal from the suture tie impression due to procedural damage. No anomalies found on the lead except for procedural damage.

Manufacturer narrative:
Further information was requested but is not available.

Event description:
Related manufacturer report numbers: 2017865-2021-18409, 2017865-2021-18410 and 2017865-2021-18412. During follow-up, increased pacing impedance was observed on the left ventricular (lv) lead. X-ray imaging was performed and revealed lv lead dislodgement. During the revision procedure, the right ventricular (rv) and right atrial (ra) leads were observed to have twisted insulation. The physician alleged lead damage, although it was not confirmed. During the procedure, blood in the device's header was also observed. The physician alleged the event was due to twiddler's syndrome. The event was resolved by explanting and replacing the lv lead, rv lead, ra lead and device. The patient was in stable condition.